Event description:
It was reported that the device keeps giving a message syringe is empty. No patient involvement.

Manufacturer narrative:
One device was received for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual inspection performed and found the top case cracked and chipped by the bottom left corner. It was found that there was a broken tab on position pot, which is the probable cause. Problem was verified during infusion process. Replaced position pot.